Event description:
This lead was implanted on (B)(6) 201 o and is still in active implant. A call to technical services was made on 5/22/2014 stating that this rv lead was damaged . A red alert was detected on (B)(6) 2014 that the device was set to value other than monitor + therapy. During this check , there was possible non-capture on the rv lead and noise on the shock electrograms. The patient had a life vest on. They are still waiting for extraction. The physician was dr. (B)(6) at (B)(6) in (B)(6) . This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).